Event description:
The clinic reported that a hyperopic patient is now myopic and reports blurry distance vision four months post treatment. Original treatment was (B)(6) 2013. It was stated that the patient had no loss of best corrected visual acuity (bcva) at the time. The patient complained of blurred vision at distance in both eyes and never fully recovered distance visual acuity since treatment. Bcva (B)(6) 2013: right eye pre-op 20/15, 4.00 x -.50 x 79, left eye pre-op 20/15, 3.75 x -.50 x 99. On (B)(6) 2014 account reported that in (B)(6) 2014 the patient's refraction was: right eye -0.75 -0.25 x 85, left eye -0.25 -0.75 x 130 .

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. They mention that patient was not interested in any enhancement procedure at the time. The account also mentioned overcorrection isn't really significant. The patient had an exam on (B)(6) 2014 with our previous optometrist and was found to be over-accommodating (accommodative spasm). His cycloplegic refraction showed to only be -0.25 sphere right eye, and pl-0.50 x 144 left eye. So as the patient lessens his accommodating in the future, he should actually have less and less of an rx error. On (B)(6) 2015 was reported that patient had enhancement surgery on (B)(6) 2015. During that feb visit epithelial ingrowth, nasally, was noticed in left eye. Account reported symptoms resolved on that same day. No surgical intervention required and event is not lasting or disabling daily activities. Bcva from (B)(6) 2013: right eye pre-op 20/15, -.75 x -.25 x 85, left eye pre-op 20/15, -.25 x -.75 x 130. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.